Event description:
It was reported to philips that the device had a charge button failure. The customer also noted the battery was three years old, but no specific allegations were made. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.